Manufacturer narrative:
The device was returned for investigation and tested using our standard operating procedures. Upon receipt, an etch on the emi board was observed to be damaged, likely due to saline corrosion, which caused the unit to exhibit a heater power I/o fault alarm. Instructions for routine maintenance to prevent saline contamination are provided in the operator's manual, which states: "inspect the seal around the unit to make certain it is in good condition. Check also the seal around the touch screen and ceramic disks. Use dow corning 732 multipurpose rtv sealant or equivalent if needed to maintain fluid resistance." We were unable to confirm the customer complaint of an overheat [over temperature alarm]. However, upon receipt, the input and output temperature probe sensors were contaminated with blood. This could cause an over temperature alarm if the temperature probes are not cleaned according to the instructions provided in the operator's manual, as it could cause the system to misread the input fluid temperature. The operator's manual states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." Also upon receipt, it was evident that the unit had suffered an impact. The top corner of the housing was cracked and several parts of the system, including the pole clamp release handle, the friction pads, 1 fan guard, and a weld joint on the valve motor shaft, were broken. In addition, the actuator coupling shaft was twisted, the roller pump was dirty and jammed, and the mounting hardware on the fan guards were rusted and damaged. The unit had not been serviced by belmont since it was shipped to the customer in 2005. No patient injury was reported.

Event description:
The user facility reported that there was an overheat alarm during a case.